Manufacturer narrative:
Concomitant medical products: revitan proximal part, conical, uncemented, 65, taper 12/14, ref# 01.00401.065, lot# unknown. Biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14, ref# 00-8775-036-03, lot# unknown. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. The manufacturer did not receive devices for review, but it was mentioned by complainant that it will be returned. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on february 28, 2018 to the responsible person who initiated this complaint: exact event date, lot numbers of revitan stem, was the broken device in contact with the patient? Were any pieces of the broken device remaining in the patient? Explant date, surgical reports, other reports (stickers), all available x-rays during time in- vivo with printed date, all available intraoperative pictures, patient full name dob, weight, height, bmi and all relevant history. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan system and was revised after approximately 7 years due to pain and prosthetic fracture at the junction between the proximal femur part and femur shaft.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Implant position: right. X-rays and operative report (will be reviewed during investigation). Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: - revitan proximal part, conical, uncemented, 65, taper 12/14, ref# 01.00401.065, lot# 2571376 - biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14, ref# 00-8775-036-03, lot# 2566262 or 2564704. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: disassembly of the stem connection (in-vivo) review of event description: the revitan stem was revised after 7 years and 2 months in vivo due to suspicion of stem fracture. Approximately 2 months before revision, the patient reported that he experienced a while back a ¿cracking feeling¿ in the right hip, without having had an accident. Review of received data: - surgical notes implantation report, dated (B)(6) 2010. Diagnosis: loosening of the right hip stem, status after a stem revision due to a fracture of a methaprosthesis. Therapy: stem revision to a revitan, size 140/16 with a proximal part 65 mm, long sulox head 36 mm and gentavlies insert. Procedure: the hip joint is opened and the loose prosthesis is removed. The medullary canal is prepared to receive a revitan stem, size 16-140 mm for the distal part and size 65 mm for the proximal part. Then, a trial prosthesis is placed. The definitive assembled revitan prosthesis is inserted. There is good press-fit and good fit of the revision stem. A short head is mounted and the hip joint is reduced. There is still a difference in length of about 0.5 to 0.8 cm. A long 36 mm sulox head is placed as definitive head. The joint is reduced. There is a good fit and a good tension. The wound is rinsed, redon-drains are placed and the wound is closed. Revision report, dated (B)(6) 2018. Diagnosis: suspicion of stem fracture, status after implantation of a revision prosthesis (revitan stem, zimmer, (b)(64) 2010). Therapy: stem revision to a monobloc wagner sl revision stem, uncemented, size 16/225 from zimmer, a merete offset adapter 5 xl (plus 21 mm), a 36 mm merete ceramic head, cable-ready system and copios stripes, transfemoral approach. Procedure: the right hip joint is opened through the old scar. The anterolateral region of the proximal femur is marked for an osteotomy by means of 4.5 mm drill holes. The osteotomy is made by cutting the bone between the holes with an oscillating saw. The bone flap is lifted to anterolateral so that the broken prosthesis is almost completely exposed on the anterior side. Then, stepwise chiselling of the prosthesis is performed. Finally, it is possible to remove the prosthesis without further destruction of the proximal femur. The trochanter major is also preserved. A cerclage wire is placed distally in the diaphyseal part of the femur. The rest of the report describes the steps taken to implant a wagner sl revision stem, size 16-225 mm, a 5 xl merete offset adapter (plus 21 mm) and a 36 mm merete ceramic head. After reduction a good length restoration and a correct offset is seen thus, good restoration of the original anatomy. Comment from zimmer biomet: the mentioned wagner sl revision stem is only authorized for use with zimmer biomet heads of a maximal neck length of +8 mm (B)(6). In this case the wagner sl revision stem was used in combination with products from another manufacturer (merete). This is an unauthorized combination and has to be considered off-label use. Surgeon letter, dated (B)(6) 2018: the letter reports about a breakage of a revitan stem implanted on (B)(6) 2010. It is stated that there were no abnormalities in the postoperative course. On (B)(6) 2017 the patient reported during the consultation that a while back he experienced a ¿cracking feeling¿ in the right hip without having had an accident. He reported also minimal but increasing pain. The CT examination showed a fracture of the prosthesis at the junction between the proximal and distal stem part. - x-rays: pelvis overview and ap view taken on (B)(6) 2010 a pelvis overview shows total hip prostheses implanted in the left and in the right hip. A revitan stem is implanted on the right side. Just below the trochanter minor, at the level of the proximal region of the distal stem part, and further distal in the epiphyseal region there are two cerclage wires. On the lateral and medial side of the proximal stem part and slightly distal until the height of the first cerclage radiolucent areas are visible. Laterally to the distal end of the proximal stem part there seem to be a short sclerotic line visible. Laterally, from the height of the proximal cerclage down to approximately middle of the distal stem part there is a gap visible between the bone and the implant. The ap view exhibits the distal part of the femur and the knee joint (fig. 1b). In this view only the tip of the distal part of the stem is visible. Pelvis overview and second view taken on (B)(6) 2018 the pelvis overview shows the right femur slightly rotated to exterior as compared with the previous study date. A slight off-axis deviation of the proximal part of the revitan stem can be noticed, indicating a tilting to medial. A gap is seen on the lateral side of the proximal stem part. The gap is bordered on the bone side by a sclerotic line. The medial nose of the proximal stem part is partially resting on the proximal face surface of the distal stem part. On the lateral and medial side of the proximal third of the distal stem part a gap can be seen. Medially this gap extends proximally to the proximal stem part and seems to be bordered on the bone side by a sclerotic line. In the second view the cerclage wires seem to be overgrown by bone on the lateral side. Image intensifier x-rays taken intraoperatively on 18 jan 2018 and pelvis overview taken on (B)(6) 2018 these x-rays show the situation of the newly implanted components, during and after the revision surgery. Devices analysis: - visual examination the revitan stem was received disconnected at the connection between the connection pin and the distal stem body. The proximal part of the stem and the connection pin were still assembled. Both the proximal and distal part of the revitan stem exhibits some damage such as scratches, dents and instrument marks, most likely deriving from revision surgery. On the lateral side of the distal stem a bore hole can be seen. This was most probably made during revision surgery to help removing the stem from the bone. On the proximal part of the revitan stem, the proximal region of the taper is covered by a dark grey oxide film. Several areas containing short, fine, polished horizontal lines can be seen under certain light conditions on the posterior and medial side of the anchoring region. Additionally, on the posterior side, few areas with slight polishing can be observed. There are no bone attachments noticeable on the proximal part. The anterior, medial and posterior region of the distal face surface is partially worn. The connection pin shows a mixture of polishing, smearing, fretting and corrosion in its cylindrical non-blasted region. In the distal conical region, scratches, smearing and possibly some organic deposits as well as some polished lines on the lateral side can be observed. On the distal part of the revitan stem, there are bone attachments mainly in the distal half of the anchoring surface. The proximal face surface of the stem body is partially worn on the anterior, posterior and medial side. The inside of the stem body is worn medially proximal and further down a new ledge can be recognized on the lateral side. The biolox delta head shows several fine metallic smearings on the articulation surface as well as on the bottom bevel. These derived, most probably, from the revision surgery. Conclusion: the revitan stem was revised after 7 years and 2 months in vivo due to suspicion of stem fracture. Approximately 2 months before revision, the patient reported that he experienced a while back a ¿cracking feeling¿ in the right hip, without having had an accident. In the implantation report it is stated that a sulox head was implanted with the revitan stem. However, the received head is a biolox delta head. It can be assumed that this is a typo in the implantation report. The areas containing short, fine, polished, horizontal lines on the posterior and medial sides of the proximal stem part point to loosening. It stays unknown if the polishing occurred before or after the loosening of the connection pin from the stem body. There are no bone attachments on the proximal stem part while on the distal stem part bone attachments can be seen mainly in the distal half. These observations are in alignment with the x-rays taken just before revision that show gaps around the proximal stem part and the proximal third of the distal stem part. It is assumed that the connection pin got loose due to an overload triggered by an unknown event at one point in time. It is unknown how and when the connection pin became loose and if the above described bone situation around the proximal and distal stem part could have had an influence on the pin loosening. After loosening, the connection pin could move inside the stem body and subside together with the proximal part. The subsidence led to contact between the face surfaces of the proximal and the distal part resulting in wear on both surfaces. Additionally, the load was not anymore completely borne by the connection pin. The loosening of the pin resulted in wear on the inside of the distal part. This allowed a little by little tipping of the pin to medial so that its distal end could rest on the inside of the distal stem body and form a new ledge on the lateral side and a worn area medially proximal. The tipping appears like a fracture of the stem on the x-ray. However, on none of the parts a fracture exists. The connection pin shows a mixture of polishing, smearing, fretting and corrosion. The first two phenomena are most probably concomitants. However, it remains unclear whether fretting and corrosion could have had an influence on the failure mode or are only concomitants as well. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).